Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls do not indicate an issue. No adverse events were reported.

Event description:
The user received a questionable n-terminal pro b-type natriuretic peptide (pro bnp generation 2) result for one patient sample. The initial result from the plasma sample was 8.65 pg/ml and was reported outside the laboratory. The doctor called and questioned the result. The user repeated testing with the original plasma tube and a serum tube from the same venipuncture. The result from the plasma tube was 10596 pg/ml and the result from the serum tube was 10645 pg/ml. No adverse events were alleged regarding the event. The pro bnp generation 2 reagent lot number was 15712305. The field service representative could not find a cause. He checked the sampling, alignments, sensor voltages and mixer speed with all results within limits. The user verified the analyzer operation by running quality control with no problems.